Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019; 383069 lead implanted on (B)(6) 2019 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from intermittent syncope. Microdislodgement and intermittent capture was noted on the right ventricular (rv) lead. The lead was reprogrammed, explanted and replaced. No further patient complications have been reported as a result of this event.